Manufacturer narrative:
One control pca was returned for failure analysis. The reported problem was verified during lab tests. The device powered up with a blank screen. Troubleshooting was performed and the problem was localized to a defective u112. U112 was replaced with a known good one and the device passed all applicable tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The manufacturer previously reported information the customer reported that the device has an alarm upon boot up. There was no reported patient involvement. Additional information has been received and the device has been returned for evaluation. One control pca was returned for failure analysis. The reported problem was verified during lab tests. The device powered up with a blank screen. Troubleshooting was performed and the problem was localized to a defective u112. U112 was replaced with a known good one and the device passed all applicable tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Phone # (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device has an alarm upon boot up. There was no reported patient involvement.